Manufacturer narrative:
Patient information unavailable from facility.

Event description:
Prior to the commencement of a peripheral atherectomy procedure, a spectranetics turbo elite laser atherectomy catheter was being calibrated during preparation for use. According to the report, a pinhole area, approximately 2 inches from the tip of the device was observed with light coming from the hole. It was reported that the device was removed from the packaging just prior to attempt to calibrate. Another device was opened and successfully used to treat the patient. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation. The turbo elite device was discarded so device evaluation will not be completed.

Manufacturer narrative:
H6): manufacturer received an email from FDA on 15 mar 2021 providing a list of MDR''s submitted by the manufacturer that included an invalid exemption number. The purpose of this supplemental report is to clarify that the MDR submitted is not the subject of an approved exemption and therefore number ¿5645646¿ included in the ¿exemption number¿ field was submitted in error. This exemption number has now been removed.